Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia and the insulin pump had insulin flow block alarm. Customer¿s blood glucose level was 430 mg/dl at the time of incident. Customer did not mention any treatments and symptoms related to high blood glucose level. Customer reported that they had tried all remedies. Customer stated the tubing was not bent or kinked. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.